Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, an additional xtw clip (40723r1110) was inserted into the triclip steerable guide catheter (tsgc). However, the physician stated that they felt resistance when advancing the clip. Therefore, the clip was removed and replaced. An xtw clip (40729r1033) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw (40729r1034) was inserted, but after several grasping attempts, a small tear was observed. The physician then repositioned the clip and deployed it on the tricuspid valve. To further reduce tr, an additional xtw clip (40910r1039) was inserted into the tsgc. However, the physician stated that they felt resistance when advancing the clip. Therefore, the clip was removed and replaced. One clip was then implanted, reducing tr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided, a cause for the reported slda cannot be determined. Image resolution poor was related to procedural circumstances as imaging was reported to be difficult. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.